Manufacturer narrative:
Additional information provided: b.5. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an unspecified event that occurred on (B)(6) 2019 . The risk manager confirmed that there was no patient impact and will not provide any further additional event details, customer requesting to close the complaint.

Manufacturer narrative:
Correction: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2020-00025 for MDR reporting.

Event description:
It was reported that there was an unspecified tubing issue event that occurred on (B)(6) 2019 . The risk manager confirmed that there was no patient impact and will not provide any further additional event details, customer requesting to close the complaint.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Product model#, serial# and manufacture date requested but not provided.

Event description:
It was reported that a device event occurred. No additional event details provided at this time.